Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced or confirmed through a review of the event history log. The reported malfunction was confirmed through component causality, and all six motor mount screws were found severed, which has the potential to increase the likelihood of the reported error. The circumstantial evidence from the limited history log data, and severed motor mount screws is sufficient to confirm the customer's allegation. The failed motor assembly and screws were replaced to correct the condition.